Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the went to rewind pump and act button would not respond. The blood glucose was unknown at the time of the incident. The reservoir and battery compartment was damaged. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Pump received with no button response at act button due to unlocked connector on lcd board. No button error alarm during testing. Pump received with corroded battery tube, broken battery tube thread and cracked reservoir tube lip noted.